Event description:
Customer reportedly attempted to use the advantage meter , but the device would not power on. The customer was feeling hyperglycemic symptoms at that time. Approximately 4 hours later, the customer went to the hospital where he tested 675 mg/dl on their system and was given an IV with unk contents as well as insulin. Requested return of suspect system and replacement was sent.